Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the fiber bonding in the outer tube area (distal end) damaged was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. The most probable root cause of the malfunction green image was due broken charged coupled device and the most probable root cause of the malfunction fiber bonding in the outer tube area (distal end) damaged was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic had green image. The event had occurred during inspection for use. There were no reports of patient involvement.